Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 22 may 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that the "patient had ngt [nasogastric tube] and tracheostomy in situ. Patient had tracheostomy changed. During the tracheostomy change, ngt came out. On inspection, ngt had missing tip that appeared balloon-like and half cut. Medical team informed. Portable abdominal x-ray performed and tip noted to be visible inside patient's stomach. Decision made not to mechanically retrieve tip. Patient was not harmed." Additional information received 12-may-2020 indicated the ngt was in use for 5 days. The customer stated "the tracheostomy would not have resulted in the ngt being cut or broken, as it was the distal 5cm that was broken, and this was well inside the patient's gastrointestinal cavity at the time of the tracheostomy change."